Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations complete e1 - telephone no. (B)(6).

Event description:
It was reported that at start-up the cardiosave intra-aortic balloon pump (iabp) had "start-up alarm fault code 12". There was no patient involved.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4, d9, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information: e1 (event site postal code: (B)(6). Contact person phone number: (B)(6). A getinge field service engineer evaluated that alarm connection simulator is used on the patient, but there is actually no simulator connection. After shutting down the machine many times, the alarm is technical fault code 12, pointing to the front panel failure. The on-site investigation cannot enter the back end. Now the machine cannot be turned on. The investigation found that water has entered from the outside, causing water ingress to the front panel and the main board. Causes problems with the front panel and the main board. The hospital reported that the instrument has been repaired, saying that the instrument has been left for a while and it has recovered by itself h3 other text : device repaired by hospital itself.